Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change and later discovered that long-acting insulin had been loaded into the device instead of rapid-acting insulin, leading to sustained high blood glucose despite prior self-administered doses and subsequent disconnection from the device per guidance. Symptoms included elevated blood glucose up to 387 mg/dl without reported acute complications. Outcomes included no medical intervention, no hospitalization, no ketone testing. The user was advised to transition to backup therapy and seek healthcare provider direction regarding safe resumption of the ilet device for treatment. Investigation included technical support troubleshooting and user education regarding appropriate insulin type and management of high glucose while disconnected. Investigation of this case revealed user error due to incorrect insulin type in the device reservoir, which reasonably explains the hyperglycemia. It was concluded that the device function was not implicated and the event was attributable to use error involving long-acting insulin in place of rapid-acting insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.